Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (hard pressure) / chronic pain/ constant pain'), genital haemorrhage ('heavy bleeding / heavy bleeding sometimes twice per month/ abnormal bleeding'), autoimmune disorder ('autoimmune disorder or disease: possibly due to rashes , itching and swelling;also due to muscle and joint pain'), nausea ('nausea'), alopecia ('hair loss'), abdominal pain ('severe abdominal pain (sharp, cramps)/ cramping'), asthenia ('weakness'), depression ('depression'), musculoskeletal pain ('muscle and joint pains'), pain ('pain throughout my body/ body aches'), rectal haemorrhage ('rectal bleeding') and urinary tract infection ('urinary tract infection') in an adult female patient who had essure (ess205) (batch no. 12277203(not valid), 12280950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy (for abdominal pain, rectal bleeding) on (B)(6) 2017, knee operation (for knee pain) in 2001, gravida ii, parity 2 (date of births: (B)(6) 2002; (B)(6) 2005), multiple cesarean sections (2 times), esophagogastroduodenoscopy (for diarrhea and rectal bleeding), amenorrhoea, haematuria, hypothyroidism, dry skin, herpes nos, leukemia, diarrhea, acute gastroenteritis, genitourinary symptom, endocrine disorder and duodenitis. Patient denied previous birth control use within the 5 years preceding essure placement. Patients have no history of thrombosis, hypothyroidism. She denied being pregnant since she had tube ligation. She also denied that she never ever experienced the injuries you claim in your complaint or identified in this form before the date of your essure placement. She was denied of essure worsened a previously existing injury/condition. Concurrent conditions included protein c deficiency, protein s deficiency, dvt prophylaxis, esophageal reflux, blood in stool, internal hemorrhoids, proctitis, colon biopsy, ileitis, pain in arm, nausea, foot pain, vaginal pain, muscle weakness, urinary incontinence, nonsmoker, diarrhea, constipation, heartburn and epigastric pain. Concomitant products included solifenacin succinate (vesicare) since (B)(6) 2016 for bladder disorder, dicycloverine (dicyclomine) since (B)(6) 2017 for bloating, metronidazole for infection, hydrocodone since (B)(6) 2016 and ibuprofen since (B)(6) 2016 for pain, levothyroxine for thyroid disorder as well as anaesthetics, esomeprazole and oral contraceptive nos. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain (sharp)"). In 2008, the patient experienced hypoaesthesia ("numbness to hands and feet"). In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dizziness ("dizziness"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), nausea (seriousness criterion hospitalization), alopecia (seriousness criterion hospitalization), abdominal pain (seriousness criterion hospitalization), dysmenorrhoea ("severe menstrual pain"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: yes periodic rashes on chest and legs; itchy skin on abdomen and scalp; swelling bloating, joint pain") with abdominal distension, rash, pruritus, swelling and pruritus, vaginal haemorrhage ("vaginal bleeding"), asthenia (seriousness criterion disability), depression (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), pain (seriousness criterion disability), rectal haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), abdominal pain lower ("cramps"), nerve injury ("nerve problems"), vaginal infection ("vaginal infections"), headache ("severe headaches"), bladder disorder ("bladder problems/ bladder issues began,"), fear ("afraid"), medical device pain ("painful devices"), infection ("constant infection"), impaired work ability ("unable to work"), pain in extremity ("foot pain"), vulvovaginitis ("vulvovaginitis"), incontinence ("incontinence began"), dysuria ("dysuria") and urinary tract infection (seriousness criterion hospitalization) and was found to have weight increased ("weight gain"). The patient was treated with analgesics. Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, depression and vulvovaginal pain had not resolved and the genital haemorrhage, autoimmune disorder, nausea, alopecia, dysmenorrhoea, allergy to metals, vaginal haemorrhage, asthenia, musculoskeletal pain, pain, rectal haemorrhage, back pain, fatigue, weight fluctuation, dyspareunia, migraine, abdominal pain lower, nerve injury, vaginal infection, headache, weight increased, bladder disorder, fear, medical device pain, infection, pain in extremity, hypoaesthesia, vaginal discharge, vulvovaginitis, dizziness, incontinence, dysuria and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, asthenia, autoimmune disorder, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, fear, genital haemorrhage, headache, hypoaesthesia, impaired work ability, incontinence, infection, medical device pain, migraine, musculoskeletal pain, nausea, nerve injury, pain, pain in extremity, pelvic pain, rectal haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, vulvovaginitis, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: she has not had essure removed. She is currently planning for essure removal. Awaiting (B)(6) 2017 removal consultation due to constant pain, constant infection, weakness, and rashes. Patient had a consultation for removal on (B)(6) 2017. It was reported that plaintiff received medical treatment for pelvic pain, back pain, cramps, heavy bleeding sometimes twice per month, muscle and joint pains, bloating, rashes, hair loss, itchy skin ,nerve problems, swelling, vaginal infections, nausea, severe headaches, abdominal pain, weight gain, weakness, bladder problems; 2006 and later. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 82.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: unknown. Knee operation - in 2011: results: knee pain. Pathology test - on (B)(6) 2013: clinical indication: esophageal reflux. Chronic duodenitis. Mild chronic inactive gastritis. Underwent essure confirmation test 3 months after procedure. Not sure what type of test it was. Two training coils noted on the right tubal ostium and 3 trailing coils on the left tubal ostium. Negative adnexal masses noted on examination under anesthesia. Colonoscopy biopsy includes diagnosis of superficial mild chronic gastritis and negative for h. Pylori in the stomach antrum and body. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dysmenorrhoea, nausea, dysuria, hair has been falling out, abdominal pain, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet and medical record received. Events: numbness to hands and feet, vaginal discharge, vulvovaginitis, dizziness, incontinence began, vaginal bleeding, dysuria, urinary tract infection were newly added. Other relevant history and lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (hard pressure) / chronic pain/ constant pain"), genital haemorrhage ("heavy bleeding / heavy bleeding sometimes twice per month"), autoimmune disorder ("autoimmune disorder or disease: possibly due to rashes, itching and swelling; also due to muscle and joint pain"), asthenia ("weakness"), depression ("depression"), musculoskeletal pain ("muscle and joint pains"), pain ("pain throughout my body") and rectal haemorrhage ("rectal bleeding") in an adult female patient who had essure (ess205) (batch no. 12277203 (invalid), 12280950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee operation (for knee pain) in 2001, colonoscopy (for abdominal pain, rectal bleeding) on (B)(6) 2017, gravida ii, parity 2 (date of births: (B)(6)), multiple cesarean sections (2 times) and esophagogastroduodenoscopy (for diarrhea and rectal bleeding). Patient denied previous birth control use within the 5 years preceding essure placement. Patients have no history of thrombosis, hypothyroidism. She denied being pregnant since she had tube ligation. Concurrent conditions included protein c deficiency, protein s deficiency, dvt prophylaxis, esophageal reflux, blood in stool, internal hemorrhoids, proctitis, colon biopsy, ileitis, pain in arm, nausea, foot pain, vaginal pain, muscle weakness, urinary incontinence, nonsmoker, diarrhea, constipation, heartburn and epigastric pain. Concomitant products included solifenacin succinate (vesicare) on (B)(6) 2016 for bladder disorder, dicycloverine (dicyclomine) on (B)(6) 2017 for bloating, metronidazole for infection, hydrocodone on (B)(6) 2016 and ibuprofen on (B)(6) 2016 for pain, levothyroxine for thyroid disorder as well as anaesthetics (anesthesia), contraceptives nos and esomeprazole magnesium (nexium). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain (sharp)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), asthenia (seriousness criterion disability), depression (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), pain (seriousness criterion disability), rectal haemorrhage (seriousness criterion medically significant), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: yes periodic rashes on chest and legs; itchy skin on abdomen and scalp; swelling bloating, joint pain") with abdominal distension, rash, pruritus, swelling and pruritus, dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain (sharp, cramps)"), back pain ("severe back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), abdominal pain lower ("cramps"), alopecia ("hair loss"), nerve injury ("nerve problems"), vaginal infection ("vaginal infections"), nausea ("nausea"), headache ("severe headaches"), weight increased ("weight gain"), bladder disorder ("bladder problems"), fear ("afraid"), medical device pain ("painful devices"), infection ("constant infection") and impaired work ability ("unable to work"). The patient was treated with analgesics. At the time of the report, the pelvic pain, depression, abdominal pain and vulvovaginal pain had not resolved and the genital haemorrhage, autoimmune disorder, asthenia, musculoskeletal pain, pain, rectal haemorrhage, allergy to metals, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, migraine, abdominal pain lower, alopecia, nerve injury, vaginal infection, nausea, headache, weight increased, bladder disorder, fear, medical device pain and infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, asthenia, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fear, genital haemorrhage, headache, impaired work ability, infection, medical device pain, migraine, musculoskeletal pain, nausea, nerve injury, pain, pelvic pain, rectal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: she has not had essure removed. She is currently planning for essure removal. Awaiting (B)(6) 2017 removal consultation due to constant pain, constant infection, weakness, and rashes. Patient had a consultation for removal on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 82.4 kg/sqm. Underwent essure confirmation test 3 months after procedure. Not sure what type of test it was two training coils noted on the right tubal ostium and 3 trailing coils on the left tubal ostium. Negative adnexal masses noted on examination under anesthesia. Colonoscopy biopsy includes diagnosis of superficial mild chronic gastritis and negative for h. Pylori in the stomach antrum and body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2017: quality-safety evaluation of ptc. Addition of batch information(exp and manufacture dates), batch information (12277203 (invalid)) is added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (hard pressure) / chronic pain/ constant pain"), genital haemorrhage ("heavy bleeding / heavy bleeding sometimes twice per month"), autoimmune disorder ("autoimmune disorder or disease: possibly due to rashes , itching and swelling; also due to muscle and joint pain"), asthenia ("weakness"), depression ("depression"), musculoskeletal pain ("muscle and joint pains"), pain ("pain throughout my body") and rectal haemorrhage ("rectal bleeding") in an adult female patient who had essure (ess205) (batch no. 12277203 (invalid), 12280950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee operation (for knee pain) in 2001, colonoscopy (for abdominal pain, rectal bleeding) on (B)(6) 2017, gravida ii, parity 2 (date of births: (B)(6) 2002; (B)(6) 2005), multiple cesarean sections (2 times) and esophagogastroduodenoscopy (for diarrhea and rectal bleeding). Patient denied previous birth control use within the 5 years preceding essure placement. Patients have no history of thrombosis, hypothyroidism. She denied being pregnant since she had tube ligation. Concurrent conditions included protein c deficiency, protein s deficiency, dvt prophylaxis, esophageal reflux, blood in stool, internal hemorrhoids, proctitis, colon biopsy, ileitis, pain in arm, nausea, foot pain, vaginal pain, muscle weakness, urinary incontinence, nonsmoker, diarrhea, constipation, heartburn and epigastric pain. Concomitant products included solifenacin succinate (vesicare) on (B)(6) 2016 for bladder disorder, dicycloverine (dicyclomine) on (B)(6) 2017 for bloating, metronidazole for infection, hydrocodone on (B)(6) 2016 and ibuprofen on (B)(6) 2016 for pain, levothyroxine for thyroid disorder as well as anaesthetics (anesthesia), contraceptives nos and esomeprazole magnesium (nexium). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain (sharp)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), asthenia (seriousness criterion disability), depression (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), pain (seriousness criterion disability), rectal haemorrhage (seriousness criterion medically significant), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: yes periodic rashes on chest and legs; itchy skin on abdomen and scalp; swelling bloating, joint pain") with abdominal distension, rash, pruritus, swelling and pruritus, dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain (sharp, cramps)"), back pain ("severe back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), abdominal pain lower ("cramps"), alopecia ("hair loss"), nerve injury ("nerve problems"), vaginal infection ("vaginal infections"), nausea ("nausea"), headache ("severe headaches"), weight increased ("weight gain"), bladder disorder ("bladder problems"), fear ("afraid"), medical device pain ("painful devices"), infection ("constant infection") and impaired work ability ("unable to work"). The patient was treated with analgesics. At the time of the report, the pelvic pain, depression, abdominal pain and vulvovaginal pain had not resolved and the genital haemorrhage, autoimmune disorder, asthenia, musculoskeletal pain, pain, rectal haemorrhage, allergy to metals, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, migraine, abdominal pain lower, alopecia, nerve injury, vaginal infection, nausea, headache, weight increased, bladder disorder, fear, medical device pain and infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, asthenia, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fear, genital haemorrhage, headache, impaired work ability, infection, medical device pain, migraine, musculoskeletal pain, nausea, nerve injury, pain, pelvic pain, rectal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: she has not had essure removed. She is currently planning for essure removal. Awaiting (B)(6) 2017 removal consultation due to constant pain, constant infection, weakness, and rashes. Patient had a consultation for removal on (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 82.4 kg/sqm. Underwent essure confirmation test 3 months after procedure. Not sure what type of test it was.two training coils noted on the right tubal ostium and 3 trailing coils on the left tubal ostium. Negative adnexal masses noted on examination under anesthesia. Colonoscopy biopsy includes diagnosis of superficial mild chronic gastritis and negative for h. Pylori in the stomach antrum and body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-nov-2017: added laboratory data as patient had in 2011 she had knee surgery for knee pain, event foot pain and she was treated with pain medications. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (hard pressure) / chronic pain/ constant pain"), genital haemorrhage ("heavy bleeding / heavy bleeding sometimes twice per month"), autoimmune disorder ("autoimmune disorder or disease: possibly due to rashes , itching and swelling;also due to muscle and joint pain"), asthenia (weakness), depression (depression), musculoskeletal pain (muscle and joint pains), pain (pain throughout my body) and rectal haemorrhage (rectal bleeding) in an adult female patient who had essure (ess205) (batch no. 12277203,12280950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee operation (knee pain) in 2001, colonoscopy (for abdominal pain, rectal bleeding) on (B)(6) 2017, multigravida and multiparous (date of births: (B)(6) 2002; (B)(6) 2005). Concomitant products included solifenacin succinate (vesicare) on (B)(6) 2016 for bladder disorder, dicycloverin (dicyclomine) on (B)(6) 2017 for bloating, metronidazole for infection, hydrocodone on (B)(6) 2016 and ibuprofen on (B)(6) 2016 for pain, levothyroxine for thyroid disorder as well as contraceptives nos and esomeprazole magnesium (nexium) and analgesics (analgesics) for abdominal pain, pelvic pain and vaginal pain. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain (sharp)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), asthenia (seriousness criterion disability), depression (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), pain (seriousness criterion disability) and rectal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain (sharp, cramps)"), back pain ("severe back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), abdominal pain lower ("cramps"), alopecia ("hair loss"), nerve injury ("nerve problems"), vaginal infection ("vaginal infections"), nausea ("nausea"), headache ("severe headaches"), weight increased ("weight gain"), bladder disorder ("bladder problems"), arthralgia ("joint pain"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure: yes periodic rashes on chest and legs; itchy skin on abdomen and scalp; swelling bloating, joint pain ") with rash pruritic, pruritus , swelling, abdominal distension the first episode of pain ("pain throughout my body"), fear ("afraid"), the second episode of pain ("painful devices") and infection ("constant infection"), impaired work ability(unable to work). At the time of the report, the pelvic pain, abdominal pain, depression and vulvovaginal pain had not resolved and the genital haemorrhage, autoimmune disorder, rectal haemorrhage, dysmenorrhoea, back pain, asthenia , fatigue, weight fluctuation, dyspareunia, migraine, abdominal pain lower, musculoskeletal pain , alopecia, nerve injury, vaginal infection, nausea, headache, weight increased, asthenia, bladder disorder, arthralgia, allergy to metals, fear, the last episode of pain and infection, impaired work ability outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fear, genital haemorrhage, headache, infection, migraine, musculoskeletal pain, nausea, nerve injury, pelvic pain, vaginal infection, vulvovaginal pain, weight fluctuation, weight increased, the first episode of pain and the second episode of pain to be related to essure (ess205). The reporter commented: she is currently planning for essure removal. Awaiting (B)(6) 2017 removal consultation due to constant pain, constant infection, weakness, and rashes. Patient had a consultation for removal on (B)(6) 2017. Diagnostic results: underwent essure confirmation test 3 months after procedure. Not sure what type of test it was. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: new events "pelvic pain, cramps, muscle and joint pains, bloating, rashes/ periodic rashes on chest and legs, hair loss, itchy skin/ itchy skin on abdomen and scalp, nerve problems, swelling, vaginal infections, nausea, severe headaches, weight gain, weakness, bladder problems, joint pain, autoimmune disorder or disease, hypersensitivity reaction to nickel or any other component of essure, abdominal pain (sharp,cramps), vaginal pain (sharp), pain throughout my body, afraid, painful devices, weakness, constant infection, rectal bleeding and impaired work ability. Lot number were(12277203, 12280950) added. Historical conditions were added. Concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.